Event description:
The customer reported a false negative reaction of a patient sample with seraclone anti-d blend. Moreover, the customer expressed their dissatisfaction with the reagent regarding reaction strength and time. The customer used seraclone anti-d blend on the plate and in the tube technique and compared the results to the results with the ID-card and the former reagent diaclone anti-d blend. The customer returned a sample of seraclone anti-d blend for investigational testing and also a patient sample (plasma and red blood cells separated; the tube with the red blood cells was labeled, the plasma/serum tube was unlabeled). When our quality control laboratory received the complaint sample, they noticed a slightly different color of the returned product sample when compared to the retention sample. The color of the returned product sample had a paler color than the retention sample. Our quality control laboratory tested the product sample returned by the customer for potency in parallel with their retention sample. Both samples showed comparable results. Both did not meet the minimum titer of 32 in the method immediate spin, but the minimum titer was exceeded after an incubation for 5 minutes at room temperature. Furthermore, the complaint sample and retention sample were tested with different samples for specificity. All positive and negative reactions were correct. Our quality control laboratory also tested the provided patient sample with the complained sample and the retention sample. In the method immediate spin, the reaction was very weak positive. The reactions were strongly positive after an incubation time. The reactions were strongly positive in the indirect antiglobulin test (iat). These test results indicate a weak d or d variant of the patient sample. Therefore, the patient sample was sent for molecular rh(d) typing to an external laboratory. The result of the investigation was ccd.ee weak d type 3. Based on the investigation result, the complaint was classified as confirmed - upp (unexpected product performance), based exclusively on the single issue that the minimum titer 32 in the method instant spin failed. The customer is supposed to use the reagent undiluted as per instructions for use. Within the testing of our quality control laboratory the complained sample and retention sample showed comparable results. But the complained sample showed a slightly different color which seemed to have no negative impact on the reactions. The root cause of the different color is unknown. Both complaint sample as well as retention sample met all acceptance criteria with one exception: the minimum titer of 32 was not reached in the method immediate spin. The minimum titer of 32 was exceeded in the tube test after an incubation for five minutes at room temperature. According to the instruction for use (IFU) the customer is supposed to use the reagent undiluted. A clear determination of the d antigen is possible with the claimed lot. The false negative result of the patient sample on the plate is explained by the fact that it was a weak d type 3. According to the recommendation in the instruction for use (IFU), an indirect antiglobulin test (iat) should be performed in case of a negative respectively weakly positive result in the direct test methods. We recommend to the customer to use seraclone anti-d bs226 or seraclone anti-d bs232 for normal anti-d testing. Both reagents contain only one igm clone each, and not a blend of igg and igm antibodies like seraclone anti-d blend. The igm and igg antibodies of seraclone anti-d blend compete for the antigen binding points. Therefore, the reagent was adjusted and formulated to yield best positive reactions with weak d and d variants in the indirect antiglobulin test (iat) with anti-human globulin (ahg). A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot the incident occurred in macedonia and was reported to us by our distributor diahem in switzerland.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample with seraclone anti-d blend. Moreover, the customer expressed their dissatisfaction with the reagent regarding reaction strength and time. The customer used seraclone anti-d blend on the plate and in the tube technique and compared the results to the results with the ID-card and the former reagent diaclone anti-d blend. The customer returned a sample of seraclone anti-d blend for investigational testing and also a patient sample (plasma and red blood cells separated; the tube with the red blood cells was labeled as xx, the plasma/serum tube was unlabeled). When our quality control laboratory received the complaint sample, they noticed a slightly different color of the returned product sample when compared to the retention sample. The color of the returned product sample had a paler color than the retention sample. Our quality control laboratory tested the complaint sample for potency in parallel with their retention sample. Both samples showed comparable results. Both did not meet the minimum titer of 32 in the method immediate spin, but the minimum titer was exceeded after an incubation for 5 minutes at room temperature. Furthermore, the complaint sample and retention sample were tested with different samples for specificity. All positive and negative reactions were correct. Our quality control laboratory tested the provided patient sample with the complaint sample and the retention sample: in the method immediate spin, the reaction was very weak positive. The reactions were strongly positive after an incubation time. The reactions were strongly positive in the indirect antiglobulin test (iat). These test results indicate a weak d or d variant of the patient sample. Therefore, the patient sample was sent for molecular rh(d) typing to an external laboratory. We are still waiting for the result. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The incident occurred in (B)(6) and was reported to us by our distributor (B)(6) in switzerland.